Event description:
During an implant procedure for the boston scientific watchman left atrial appendage closure device, after insertion of the double curved sheath, patient had rhythm change and large air embolism was noted in the left ventricle. Cardiopulmonary resuscitation was initiated and attempt to resuscitate was unsuccessful.

Event description:
During an implant procedure for the boston scientific watchman left atrial appendage closure device, after insertion of the double curved sheath, patient had rhythm change and large air embolism was noted in the left ventricle. Cardiopulmonary resuscitation was initiated and attempt to resuscitate was unsuccessful.